Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative was unable to duplicate the reported event. He ran a performance test with a simulator and test balloon; results were satisfactory. Performed condensation removal procedure. Performed safety disk leak test and the results were satisfactory. Performed calibration, functional testing and safety check to factory specifications. The unit was released to the customer. A supplemental medwatch report will be submitted if additional information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp had a possible leak and condensation. The patient was switched to another iabp and therapy was continued. No patient injury was reported.